Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider, it was learned that this device remains implanted with no medical or surgical intervention. The earlier report was incorrect in that the regurgitation was not severe as was originally reported. The regurgitation was moderate to severe (5 on a scale of 1 to 6) at one month post implant. However, this device has no recorded echo or regurgitation requiring replacement as of this reporting.

Event description:
Edwards has received information that a 19mm aortic bioprosthetic valve has exhibited severe aortic regurgitation at one (1) year, seven (7) months and ten (10) days after implant. Device remains implanted. There are no adverse patient effects reported at this time. There is no surgical or medical intervention scheduled.

Event description:
Additional information received on a later date indicated that patient's visit on (B)(6) 2015 noted that patient had shortness of breath and postural hypotension. No surgical intervention was required or indicated.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation because it remains implanted. The device history record (DHR) review cannot be completed because the serial number remains unknown. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no related nonconformance. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Based on the available information, we are unable to confirm the clinical comments.